Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/ final report will be submitted.

Event description:
It was reported that during surgery the skin graft was completely destroyed after passing through the mesher with the 2:1 cutter. A second graft had to be taken. There was a delay associated with the surgery, but an alternate device was used to complete the procedure. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the zsgm serial number(B)(6) by dover on (B)(6) 2020 revealed that the 3:1 cutter (sn1503031) passed the test cut, but cutters 1:5(B)(6)2:1 (B)(6)and 4:1(B)(6)failed the test cuts. The pre-repair calibration and test cut could not be checked due to the comb not being a zimmer biomet approved comb. Product repair repair of the device was performed by dover on (B)(6)2020 which included replacement of the following: aged repair: side plates, gear, bottom roll, shoulder bolts, washers, carrier guide, comb, and various other parts additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. Additional product review was completed on (B)(6) 2020 and found through visual evaluation that the overall depth of the comb curvature is deeper than a zimmer biomet comb and each end of the non-zimmer biomet comb indicates wear marks where there was interference with the cutter. Also, the non-zimmer biomet comb material appears to be of heavier gauge. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d11, g4, g7, h10.

Event description:
There is no additional information.